Manufacturer narrative:
The unit was unable to download to carelink. Problem isolated to the motherboard. The unit also had a minor scratched lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
The customer called to report that the insulin pump was unable to download to carelink. The customer's blood glucose reading was unknown. The customer's device was replaced and was returned for analysis.